Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally changed the low insulin alert from 20 units of insulin to 40 units of insulin. There was no reported impact to the customer's blood glucose level. Customer corrected the setting to address the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.